Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a s3 alarm was confirmed via analysis of the returned centrimag console. The centrimag console (serial number: (B)(6)) was evaluated by service depot alongside known working test centrimag equipment. During testing, the console was powered on and off several times and each time the unit completed the boot up sequence, an s3 alarm activated. The unit was then disassembled to inspect the internal components revealing that the fan was not functioning as expected. The fan assembly was replaced with a new fan assembly, resolving the issue. After replacing the fan, a full functional checkout was performed, and the unit passed all steps of testing without any issues. The serviced and repaired unit was returned to the rental pool after passing all tests per procedure. A log file was downloaded from the centrimag console and data from 13oct2025 - 19jan2026 was reviewed. The unit was observed to not be in patient use at the time of the event. The log file captured an s3: system alarm on13oct2025, 14oct2025, and 15oct2025 that was associated with a fan issue. The observed alarm is consistent with the damage observed to the fan assembly. No other notable alarms were observed. The reported event was determined to be due to the fan assembly. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual section 8.3 ¿ ¿recommended preventive maintenance¿ instructs users to regularly inspect the console for signs of damage and to return the console back for servicing if any damage is observed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
To clarify, the biomedical engineer sent the console to abbott due to the loud fan noise, which was an abnormal finding. The engineer was not able to reproduce the s3 alarm which was the original reason for pulling the device out of service.

Manufacturer narrative:
Section a: patient information was not provided. Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag main console displayed an s3 alarm while in use. It was attempted to recreate the alarm but was unsuccessful after a 3-4 hour test operation period. Noted that the fan was louder than normal. Evaluation for the console was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information stated that the alarm occurred when running a primed circuit that was not attached to a patient. There was no patient involved. Clinicians exchanged the console, motor head and flow probe on the primed circuit. When the biomed team took a look at the device, they decided to just send back the console for evaluation. The motor head and flow probe were not being sent with the console.